Manufacturer narrative:
It was reported that the patient was being transferred by a nursing aide from the bed and the patient's left lower outer leg was scratched by a metal piece on the side rail of the bed resulting in a cut that was approximately 11 ½ x 4 cm. It was reported that the patient was sent to the emergency department and an unknown number of sutures were required. The director of nursing reported that the patient was treated at the emergency room and sent back to the facility with prophylactic antibiotics (keflex every 6 hours x 10 days) with no additional intervention required. As of this report the sample has not been returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the customer was transferring from the bed and cut their leg on the side rail requiring sutures.